Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. It has been reported the depuy femoral head was used in conjunction with competitor manufactured acetabular products. This is not recommended and is considered off label use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr has unfortunately had to perform several revisions with this patient. The only one I was able to pull up records for was the most previous revision done in (B)(6) 2020. This patient suffers from ehlers danlos syndrome. Dr had an srom stem and 22mm head in, with a competitor acetabular component. The patient was feeling some impinging of their hip, so dr (B)(6) opted to change out the competitor liner, as well as the srom stem and head. A 16 x 11 x 150 30+4 stem was removed and a 16 x 11 x 150 36 +6 was implanted. The srom sleeve was left alone. A trial reduction was performed with a 36mm +0 head and found to be stable. Dr believed the additional offset helped with the patients impinging on their acetabular component. The real 36mm +0 ceramic head was opened and implanted. The closing process began. Doi: (B)(6) 2020. Dor: (B)(6) 2021; left hip.